Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a routine clinic visit on (B)(6) 2017, the patient was found to be anemic. The patient was admitted to the hospital with a low hemoglobin/hematocrit and was transfused with 2 units of packed red blood cells for treatment. Gastrointestinal bleeding was suspected. A stool guaiac tested negative for blood but tested positive for clostridium-difficile. The source of bleeding was not determined and the patient was discharged home in stable condition on an unspecified date. The bleeding reportedly resolved on (B)(6) 2017. At the time of event, the patient was taking warfarin. No additional information was provided.